Event description:
It was reported that during an implant procedure, the right atrial lead displayed no sensing and low impedance values. There was also noise noted on the electrocardiogram (egm). The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.